Manufacturer narrative:
(B)(4). Baxter received evaluated the device. Initial eval found a failure of the upstream occlusion test at a rate of 40 ml/hr. The unit was tested again per baxter's service procedure with passing results. The unit will be calibrated to ensure continued proper detection of an upstream occlusion.

Event description:
During baxter's eval of this spectrum pump, device failed to detect an upstream occlusion.